Event description:
It was reported that a red alert was identified for this pacemaker system via the remote monitoring system. A review of the device data found that the alert was due to out-of-range pacing impedance on the right ventricular (rv) lead of the pacemaker system. The alert had occurred multiple times over the last two years. The alert was reviewed by the patient's following clinic. This product remains in service. No adverse patient effects were reported.